Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and display was difficult to see, that the pump's usb port was damaged resulting in difficulties charging the pump, that the pump shut off unexpectedly and that out of range issues occurred between the transmitter and pump. Customer declined to troubleshoot the issue with tandem technical support, therefore, the allegation could not be confirmed.